Manufacturer narrative:
The investigation is in process. The return of the product has been requested.

Event description:
The tip of the micropituitary rongeur broke off at its jaw during the procedure. Entire surgical team was made aware. A replacement rongeur was requested and brought into the room. A portion of the instrument was seen on x-ray by attending surgeon. Attempts were made to retrieve the part but was sitting deep inside the disc space. Artifact was felt to be in a safe position and was left. Patient and family were made aware of the incident.

Manufacturer narrative:
All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced. The breakage of the tip of the instrument was confirmed through visual inspection. The damage of the rongeur indicates that the instrument was overloaded during use (torsional load). On the labeling of the instrument there are signs of a masking tape. The gold plating of the tip is missing. It is therefore assumed that the instrument has been repaired by a third party prior to the reported event. There are no other known complaints regarding the reported ref / lot number.

Event description:
The tip of the micropituitary rongeur broke off at its jaw during the procedure. Entire surgical team was made aware. A replacement rongeur was requested and brought into the room. A portion of the instrument was seen on x-ray by attending surgeon. Attempts were made to retrieve the part but was sitting deep inside the disc space. Artifact was felt to be in a safe position and was left. Patient and family were made aware of the incident.